Event description:
Device 1 of 2. Ref MFR report # 1627487-2012-12172. Pt reported experiencing extreme sensitivity, pain and sometimes a burning sensation at the ipg site and surrounding area. This occurs when the pt uses stimulation for long periods of time. The issue began occurring about a month ago. The sjm tm reports impedances are normal and pt reports good pain coverage. Tm recommended a cycle mode program and taking breaks from suing stimulation.

Manufacturer narrative:
This ipg model number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.